Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 27mm watchman implant. The watchman delivery system was not returned for analysis. There was blood on the implant when received. The implant was microscopic examination and a small hole in the fabric of the implant was revealed, this appeared to be from the removal of the implant form the patient. The implant was uniform with no deformities. The inside of the implant was also examined and there were no irregularities or deformities. The implant was measured and the device size was consistent with the reported information. Inspection of the remainder of the implant, apart from the observed damage, revealed no other damage or irregularities. The struts were measured and there was no indication that the anchors didn¿t meet specification at the time of inspection. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device and delivery system was selected and advanced through the watchman access system. The device was deployed; however, it was too proximal and was fully recaptured and removed from the patient. Another 27mm watchman laa closure device and delivery system was positioned slightly deeper than the initial device. Upon deployment, the device fell proximal again. The release criteria met and the physician decided to release the device. Two minutes after the device was released, it was noted to have embolized to the la. Additional heparin (5k) was administered. Under trans esophageal echocardiogram (tee), the device tumbled in the la for a couple minutes and then moved into the left ventricle where it remained stable. Percutaneous retrieval ideas were discussed, but they were considered risky. It was decided to remove the device with open chest surgery. The device was successfully removed and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system was selected and advanced through the watchman ® access system. The device was deployed; however, it was too proximal and was fully recaptured and removed from the patient. Another 27mm watchman ® laa closure device & delivery system was positioned slightly deeper than the initial device. Upon deployment, the device fell proximal again. The release criteria met and the physician decided to release the device. Two minutes after the device was released, it was noted to have embolized to the la. Additional heparin (5k) was administered. Under trans esophageal echocardiogram (tee), the device tumbled in the la for a couple minutes and then moved into the left ventricle where it remained stable. Percutaneous retrieval ideas were discussed, but they were considered risky. It was decided to remove the device with open chest surgery. The device was successfully removed and the patient was stable.